Event description:
A thrombus was observed via coronary angiography nine months after a 2.5 x 18mm cypher stent was implanted in a patient's mid left anterior descending (lad) artery. The patient complained of chest pain three days prior to being admitted into the hospital. To treat the thrombus, aspiration and balloon angioplasty were conducted with a high-pressure 2.75 x 15mm balloon. Inflation time and pressure were unknown. Two weeks later, the patient recovered and was discharged from the hospital. Additional information will be submitted 30 days upon receipt.

Manufacturer narrative:
At index procedure, an elective coronary angiogram was conducted which revealed two lesions. One lesion, at the mid left anterior descending artery (mid-lad) vessel, was de-novo, eccentric and bifuracted. The lesion length was 20mm and vessel diameter was 2.5mm. Aha/acc classification of the vessel was type b2. The other lesion was located at the 1st diagonal branch of the lad. The vessel was de-novo and eccentric. Aha/ acc classification of the vessel was type b2. The lesion lenght was 20mm and vessel diameter was 2.5mm. Pre-dilation was conducted at the mid lad lesion with a 2.0 x 15mm balloon at 10atm for 60seconds. Then, 2.5x 18mm cypher was implanted at 22.5 atm for 240 seconds. At the 1st diagonal branch lesion, pre-dilation was conducted with a 2.0 x 15mm balloon at 10 atm. Inflation time was unknown. Then, a 2.5 x 28mm cypher was implanted at 18.4 atm for 510 seconds. Post-dilatation using the kissing balloon technique was conducted with two balloons (quantum maverick 2.75 x 20mm and 2.5 x20mm) at the bifurcation of the lad and 1st diagonal branch. Inflation time and pressure are unknown. The two stents were not overlapping each other. Ivus was conducted only at the mid lad lesion. Timi flow before the procedure was 3 and 3 after the procedure for both vessels. The residual percent of stenosis was 25 for lad and 0 percent for 1st diagonal branch. Act's were not measured. Physician's comment: the cause of the thrombotic event was because the patient was a hd patient due to kidney failure. So the patient's physiology was related to the cause.